Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse determined that the power supply had smoked. The fse replaced the power supply and ensured that it was working. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer saw smoke coming from the back of an advia centaur xp instrument. The customer turned off the power to the instrument, and the instrument stopped smoking. There were no patient samples running on the instrument during this incident. There are no known reports of adverse health consequences as a result of the smoke from the instrument.